Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of leakage with ten infusion sets due to some leaks on the reservoirs. This lead to high blood glucose levels. Patient's blood glucose at the time of event was 20 mmol/l. Patient used insuline pump as treatment. No further information available.

Manufacturer narrative:
Initial and final MDR 1886354 - device 6 of 10. E1: (B)(6).